Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, g3, g6, h2, h3, h4, h6, h8, h10. G2 foreign: japan . Review of the most recent repair record determined the unit was confirmed to not mesh properly. The cutter was replaced and resolved the reported issue. Device history record was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Initial reporter telephone number: (B)(6).

Event description:
It was reported that the device does not properly mesh during surgery. No harm, no delay. No adverse events were reported as a result of this malfunction.